Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter was leaking at the bifurcate. The technician tried to fix the leak but was unsuccessful. The doctor was notified and the catheter was removed and replaced. There was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The sample consisted in one maxid catheter that presented signs of use. A visual inspection was performed and it was observed that the (red) arterial adapter had a crack on the thread pitch area and the (blue) venous adapter also had cracks on the thread pitch area. Additionally, the adapters presented marks that indicated the use of an instrument. In the sample evaluation the bifurcate was reviewed and did not present any problem or leak. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performs 100% visual inspection and pressure testing for cracked adapters per procedure. Based on the sample evaluation, the adapters were damaged after being in use for an undetermined time without problems. Based on the adapters condition there is evidence of excessive force. The instructions for use (IFU) state that the customer has to perform an inspection of the product before using the device. It cautions to not use the catheter if it is damaged or appears defective and continues that over tightening the catheter connections can crack some adapters. T he reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the sample evaluation it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time. It can be concluded that the adapters were more likely damaged during use. The most probable root cause can be considered as the instructions for use were not followed causing adapter over tightening. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter was leaking at the bifurcate. The technician tried to fix the leak but was unsuccessful. The doctor was notified and the catheter was removed and replaced. There was no harm to the patient.